Manufacturer narrative:
Background information: quickie 2 wheelchair owner's manual, rev. F, states: "inspect wheel locks weekly per the maintenance chart. Do not use your chair unless you are sure both wheel locks can fully engage. A wheel lock that is not correctly adjusted may allow your chair to roll or turn unexpectedly. Wheel locks must be adjusted after making sure the tires have the correct air pressure. When fully engaged, the arm should be embedded into the tire at least 1/8' to be effective." It further provides that "if you find the wheel locks have slipped or are not working correctly contact your service provider for proper adjustment." Quickie 2 wheelchair owner's manual, rev. F, states: "we warrant all sunrise-made parts and components of this wheelchair against defects in materials and workmanship for one year from the date of first consumer purchase." Discussion: in evaluating the complaint, the dealer reported the hardware on the left-side wheel lock assembly keeps becoming loose. The dealer stated the screw does not hold properly. Based on similar complaints and products received, the potential cause could be hardware loosening over time leading to insufficient wheel locking force. A DHR review for this product was conducted and no abnormalities, deviations or ncmr's related to the claim were identified in the manufacturing process. Based on the owner's manual, the end user or dealer should be performing maintenance checks to reduce the risk of wheel locks becoming non-functional or broken. The dealer stated no maintenance was performed on the wheel locks due to the age of the wheelchair. The dealer reported he had tightened the hardware a few times, but it became loose again. At the time of the complaint, the chair was approximately 197 days. According to the quickie 2 wheelchair owner's manual, sunrise medical provides a one-year warranty from date of purchase for all sunrise-made parts and components that have defects in the material or workmanship. The dealer requested a warranty replacement of the left-side wheel lock assembly. There were no injuries or adverse impact to the end user reported. Conclusion: the loosening of the wheel lock hardware over time is the primary potential cause identified. The product in question met all product specifications before release for distribution at the time of shipping to the customer. This device is used for treatment, not diagnosis. There is no claim of injury in this case. Per 21 cfr 803.50, this MDR is being filed because the failure mode of non-functioning wheel locks has been previously reported.

Event description:
Dealer reported the hardware on the left-side wheel lock assembly keeps becoming loose. The dealer stated the screw does not hold properly. The dealer stated no maintenance was performed on the wheel locks due to the age of the wheelchair. The dealer reported he had tightened the hardware a few times, but it became loose again. The dealer did not report any injuries or adverse impact to the end user. The dealer requested a warranty replacement of the left-side wheel lock assembly.

Event description:
This report represents a correction to a previously submitted MDR.

Manufacturer narrative:
UDI related data quality updates only. This MDR only contained the di portion of the UDI included in the medwatch form. The MDR has been corrected by adding the full UDI number.